Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 6pm, the cgm was reading high mg/dl and the patient self-treated with insulin. No bg meter comparison value was reported. However, the patient was experiencing symptoms of hypoglycemia including, dizziness and a ¿brief loss of consciousness¿. Ems was called and the patient was transported to the emergency room (ER). No cgm or bg meter reading was reported upon ems¿ arrival. It was not clarified if there was any medication or treatment provided to the patient by ems. At the emergency room, the patient¿s bg meter was reading 200 mg/dl while the cgm was reading 140 mg/dl. The patient was treated with an unspecified anti-hypertensive medication and IV insulin. The patient¿s cgm was also removed. A CT scan was done due to the fall the patient encountered related to his loss of consciousness which resulted in a ¿lump¿ on the patient¿s side. The CT scan results showed ¿no acute findings¿. The patient was discharged after being in the hospital for 24 hours. The patient also has a follow-up appointment scheduled with her doctor. The patient was ¿feeling better¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.